Event description:
The reporter contacted animas on (B)(6) 2012 alleging that during the load step the pump completely empties the cartridge. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): investigation showed the pump continued to force out all fluid when the load step was activated and pump alarmed "no cartridge detected". When the pump was opened to investigate, it was noted a that component in the printed circuit board was found to have solder issues and was shifted out of position.